Manufacturer narrative:
This MDR was generated under protocol(B)(4), as a result of warning letter cms#(B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed counterfeit top case and cracked on right plunger case. Motor rate error was not found during occlusion test. The root cause of the reported issue was normal wear, device was over twelve years old. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out which is causing the motor error intermittently. Normal wear battery was over three years old. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves. Performed preventive maintenance and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.